Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device was not working was not confirmed. However during evaluation, it was determined that the device was not working properly, there was a hole in the hose near muffler where oil accumulated while running. It was determined that the device blades were worn and the locking components were damaged. The device also failed pretest for hose verification, safety and rotational speed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the motor device was not working. During in-house engineering evaluation, it was determined that the device ran in safety, had low power, and an oil leak. The device also failed pretest for hose verification, safety and rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.